Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer was leaking clear liquid onto the counter and the floor. Customer reported the volume of the leak was 100 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the end of tubing between the backwash tank and the hemoglobin blank solenoid was cracked and leaking diluent. The leak also impacted solenoid 18. The fse replaced the tubing and resolved the issue.

Manufacturer narrative:
(B)(4).